Manufacturer narrative:
On (B)(6) 2020; (B)(6) 2015. Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. A return sample was not available for evaluation; therefore we could not confirm a discrepancy in the product. Detailed review of batch records for product h1820, lot # 114208, indicated that no discrepancies (includes non-conformances/deviations), were observed during manufacturing. The product was manufactured according to specification. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated, "no fitting properly. The issue is with the end that connects to oxygen flow meter slipping off when oxygen is being administered to patient." No further information was provided.